Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was misfired. Jaws of the device locked onto the tissue but with many tries, the handle did finally open. The clip would load but would stick closed when fired then when removed the clip would be stuck in the unit. When firing the clip it did not come off of the end of the unit. It was very hard to squeeze the handle, looked deformed on the end of the clip after trying to fire, this would happen usually on the 2nd try, the first fire worked fine. A clip also fell into the cavity of the patient but was also retrieved. A new clip applier was used. The first clip worked properly for each unit, then any after did not. No patient injury.